Event description:
A healthcare professional reported that, following intraocular lens implantation surgery, the lens did not achieve the intended refractive target due to a power/diopter-related issue. Hence the lens implanted in the patient's eye was removed to change the lens power and replaced with unspecified lens in a secondary procedure.Additional information has been requested but is not available at the time of this report.There are two medical reports associated with same patient. This file belongs to the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2026-64948H.10 reflects all related Report Numbers associated with this product event that have been submitted at this time.